Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a compromised force sensor system when she was changing the infusion set. The customer's blood glucose level during the incident was 180 mg/dl. The insulin pump had been dropped a couple of weeks ago prior to the alarm. The device was returned for analysis.

Manufacturer narrative:
The pump passed the operating current, unexpected restart, and displacement tests, but alarmed compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.